Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right breast prosthesis deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision procedure with a mentor smooth round high profile 310cc saline breast prosthesis that deflated after implantation. A doctor was performing a scar injection review on the patient¿s right breast and believed that started the deflation. As a result, the patient underwent unilateral explantation and replacement with a mentor smooth round high profile 330cc saline breast prosthesis on (B)(6) 2020. Multiple tiny pinholes extending in a linear fashion were found on the explanted device. These pinholes were caused by the use of a dermajet injector on the patient¿s inframammary scar.

Manufacturer narrative:
On (B)(6) 2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a deflation on the breast implant possibly started when the doctor was performing a scar injection review. During visual inspection of the device, no apparent damage could be observed. Leak testing was performed in accordance with mentor procedures and a tear measuring less than a 0.1 cm was found on the posterior view, causing a deflation. Microscopic examination of the edges of the tear revealed striations consistent with a rupture with a sharp object. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).